Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review cannot be performed as the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the following article: "histology of debris captured by a cerebral protection system during transcatheter valve-in-valve implantation," by schmidt et al (2016). Through review of this article, it was learned that a patient (patient #8) with a carpentier-edwards sav porcine 23mm valve showed degeneration leading to moderate-to-severe aortic stenosis after seven (7) years of implant. A transcatheter valve was implanted in replacement.